Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (2 mg/ml at 0.49 ml/day), bupivacaine (2 mg/ml bupivacaine at 0.49 mg/day), and baclofen, unknown (20 mcg baclofen at 49 mcg/day) via an implantable pump for non-malignant pain and spinal pain. It was reported that during a catheter revision, it was found that the catheter was sheared off at the anchor site and part of the catheter was abandoned in the intrathecal space. The doctor described excessive calcium buildup at the inter-laminar space that may have cause the catheter shear. Troubleshooting included attempting to aspirate from the cap. A new spinal segment was inserted and connected to the remaining pump segment and the issue was resolved at the time of the report.